Event description:
A malfunction alarm was reported by the customer with the malfunction code "malf 0." There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted the customer with the reset, and confirmed that the malfunction did not recur. The customer was instructed to continue using the pump and to contact technical support if the issue recurs.